Event description:
Event description cpi received information that the detection times of the implantable cardioverter defibrillator (ICD) could not be measured due to a loss of telemetry. The ICD was removed after it reached a battery status of eri.